Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator in order to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and the reported failure was confirmed and replicated. During power-on test, the errors c-00 and m-02 were found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. These records are considered related because both record have the same erbe generator issue. A review of system log report was performed. A review of the site's system logs for the reported procedure date was performed by a technical support engineer (tse). Per the review, the following was confirmed: error 25913 "erbe error: c-83 - system error. Iif communication timeout" and error 25913 "erbe error: m-02 - module timeout (a module didn't send its status message within the expected time)". Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the product involved is not manufactured by intuitive surgical, inc. (Isi).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, during procedure setup, the erbe generator powered on with several errors, including m-02, c-83, and various port errors. Technical support guided the caller through a hard power cycle, which did not resolve the issue. The customer did not have a backup system available for immediate use. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure outcome is unknown with no reported injury.